Event description:
It was reported that the patient and caregiver reconnected a replacement ilet after a three-day interruption without alternative therapy and experienced hyperglycemia around 400 mg/dl following cake consumption, while seeking confirmation of the correct infusion set type; the device problem and component details were not established due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and caregiver and analysis of the information they provided. Investigation of this case revealed no findings available and insufficient information to identify a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.